Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) retained legal council. Additional information provided stated that this device system was removed due to an infection.

Manufacturer narrative:
This device system was removed due to an infection; therefore laboratory analysis is not required. Should any additional information related to this event become available, this event will be updated.